Event description:
"The patient stated the retainers are pressing much more on the right-side lateral incisor and also inquired into labs or the material of the retainers' changes because the retainers that were sent on (B)(6) 2024 caused a skin allergic reaction. Patient notes that in the past, a night guard from a different place caused an allergic reaction like this. The hands break up if unable to discontinue the allergen. Has been wearing the retainers since (B)(6)2024 every day and the allergic reaction on the hand is worse. Known allergy to octyl gallate. Subsequently, the patient provided an update and stated that ""it seems my eczema was caused by my nickel allergy. At this moment is completely cured.""

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.